Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. No ge service was provided. It was noted that the unit was aging, and according to the serial number the unit was manufactured in 2004. Based on information provided by the customer, mechanical ventilation failure was observed after an alarm was observed. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Mechanical shutdown alarms can be caused by a failure in the cpu control board or the sensor interface board, however without information on the specific error received, it cannot be reliably determined. No ge service was provided. It was noted that the unit was aging, and according to the serial number the unit was manufactured in 2004. Based on information provided by the customer, mechanical ventilation failure was observed after an alarm was observed. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Mechanical shutdown alarms can be caused by a failure in the cpu control board or the sensor interface board, however without information on the specific error received, it cannot be reliably determined.

Event description:
It was reported that a during a procedure the device alarmed and mechanical ventilation was lost. The patient was then manually ventilated until the anesthesia unit could be replaced. There was no patient injury reported.